Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure that the erbe generator would not recognize the neutral pad. The neutral pad was then connected to a third party electrosurgery unit and was able to be recognized. The caller tried the neutral pad on their own arm, but the erbe still did not recognize it. Two different neutral pads and two different energy cables were tried, but the issue persisted. The customer used a third party valley lab force triad generator to complete the procedure. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported (erbe not recognizing neutral pad) error was confirmed but not replicated. In error log, the (m-0b) error was found, confirming the fault occurred I the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause of error m-b0 may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient¿s surface.

Event description:
Refer to h11 for follow-up information.